Event description:
It was reported that sometime post dialysis catheter placement, the catheter allegedly kinked in the plastic tubing that hooks up to the lines. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one glidepath d/l 23cm catheter was received for evaluation. Visual, functional and tactile evaluations were performed. The blue luer clamp was noted to be fractured. Discoloration was noted throughout the sample. The blue lumen was noted to be kinked distal to the clamp. Therefore, the investigation is confirmed for the reported deformation due to compressive stress and the identified fracture, discoloration and material separation issues. However, the investigation is inconclusive for the reported suction issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement via right internal jugular vein, the catheter allegedly kinked in the plastic tubing that hooks up to the lines. It was further reported that due to the catheter tube kink it was allegedly unable to pull blood during the dialysis treatment. Reportedly, the catheter were removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one glidepath d/l 23cm catheter was received for evaluation. Visual, functional and tactile evaluations were performed. The blue luer clamp was noted to be fractured. Discoloration was noted throughout the sample. The blue lumen was noted to be kinked distal to the clamp. Both the extension legs were noted to be off-white in color. Therefore, the investigation is confirmed for the reported deformation due to compressive stress and the identified fracture, discoloration, material opacification and material separation issues. However, the investigation is inconclusive for the reported suction issues as there were no aspiration difficulty was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement via right internal jugular vein, the catheter allegedly kinked in the plastic tubing that hooks up to the lines. It was further reported that due to the catheter tube kink it was allegedly unable to pull blood during the dialysis treatment. Reportedly, the catheter were removed and replaced. There was no reported patient injury.